Event description:
It was reported that the device displayed a service wrench and logged a fault code in the memory that possibly indicated a critical failure. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the customer technical assistance. Follow-up with the reporter found that the biomed determined the cause of the failure to be the biphasic pcb assembly. The customer replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was returned to service. The removed assembly has not been returned to physio-control for eval; therefore, further investigation cannot be performed.